Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Both of the patient's leads migrated. As a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced on (B)(6) 2025. Procedural diagnostic testing revealed the leads did not migrated and no impedances were found. Effective therapy was established post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.